Event description:
The customer alleged that the ventilator become inoperative while in patient use. No patient harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extened self testing.